Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion was located in the severely calcified right coronary artery. The physician advanced the 2.5x9mm maverick2 balloon catheter to the lesion and inflated it several times (at least two or three), atms unk. On the last inflation, difficulty inflating the balloon was experienced; "thought it was due to the calcification, but upon removal they found a pinhole." There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x9mm maverick2 balloon catheter. Pt's status is reported as "ok".

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.